Event description:
The lead end cap was used and appeared to have caused damage to the lead during the procedure. The hcp discovered a wire sticking out near electrode #3. All impedances were within range after the damage was noted (460-690 ohms). There were no pt symptoms noted associated with the complaint and no treatment needed. The hcp completed the procedure using the lead.